Manufacturer narrative:
Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event or confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 23mm conduit was explanted after approximately twenty-two (22) years due to pulmonary stenosis. As reported, the conduit was found to be densely adherent from the chest wall. This was replaced with a 25mm valved conduit. There were no reported complications and the patient was transferred to the cardiac care unit in stable condition.